Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the straps on the patient carrying case was very worn and looks like it was going to break soon. The strap was secured with tape and exchanged at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the patient's pack side release buckle was missing. This finding is not related to the reported event and is likely due to wear and/or due to the handling of the pack. Visual inspection did not reveal a worn/damaged strap. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.